Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Prior to device deployment, a perforation was caused by the was. A pericardiocentesis was performed and 1 liter of fluid was drained. The patient was stable and extubated prior to leaving the cath lab. The drain was left in place and the patient was placed in the intensive care unit. The patient ended up going to surgery to have the perforation sutured closed. The patient was reported to be doing well.